Manufacturer narrative:
Eval summary: three simulated home pt (hp) therapies were performed using the hp's therapy settings. During these therapies, no problems were encountered. The device was then tested for volumetric accuracy. This test was performed and the fluid volume delivered to and removed from the simulated pt for each exchange was within design specifications. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed; no problems were revealed during this inspection, and all connections were correct and secure. A review of the device service history revealed no past trends. The event, therapy, and alarm logs were downloaded. The event log contained data from event month to 03/04/08 and contained no device related anomalies. The log recorded numerous drain related issues and bypassing. The therapy log contained info from event month to the following month, and contained no device anomalies. The log shows that 5 of the last 6 therapies performed had positive total ultrafiltrations (ufs). The therapies for three days in original month (prior to catheter replacement) had multiple bypasses performed. The therapies for three days the following month had positive total ufs. The alarm log contained alarms from event month to the following month, and contained no device anomalies. The log recorded numerous low drain volume, check pt line and drain not finished alarms. A low drain volume alarm is an auto restart alarm. This alarm will occur when a low-flow and/or no-flow condition occurred before the programmed minimum drain volume % (or initial drain volume) was completed. A check pt line alarm is an auto restart alarm. This alarm will occur when the pt line is closed due to kink, closed clamp or fibrin blockage. A drain not finished alarm is a manual restart alarm. This alarm had occurred due to an attempt being made to bypass the drain phase before it has been completed. A review of the devices cycle by cycle uf log revealed 3 instances of possible overfills (therapies started on the day prior to event date, during drain 5 and drain 6 and therapy started on two days later during drain 1). This eval did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulties. Based on a review of all available log data combined with the available decision tree info, this eval had determined the most probable cause of these over fills to be: catheter issues. Insufficient drain, user error because drain was bypassed/false empty detect and use error, inappropriately bypassing a low uf alarm.

Event description:
A customer contacted baxter's technical service center regarding negative ultrafiltration alarm during drain 5 of 6. Drain volume is 2149 ml. The technical service rep (tsr) had the home pt (hp) reposition and the hp drained fine. Drain volume is 3446 ml. The homechoice machine moved into fill 6 of 6 on it's own. Ultrafiltration is 1140 ml. The homechoice is operational. During a follow-up call with the hp's nurse in 2008, the nurse stated that the hp had been unable to drain properly and when the hp came into the clinic the nurse could push fluid in, but nothing would come out. The hp was hospitalized for three days in the previous month. The nurse stated that when the hp went to the hospital on the first day, a total of 5l was removed and the hp's catheter was replaced. The nurse stated that the hp's last fill volume is 1500 ml and ultrafiltration the day the hp was hospitalized was 29 ml. The hp was placed on hemodialysis and returned to peritoneal dialysis therapy on 02/29 and is doing fine now. The nurse also stated that the probable cause of the catheter issues was omentum but the surgeon never confirmed this. No additional info was provided by the nurse. During a follow-up call to the hp on original date, writer was informed that while in the hospital, the hp was told that her catheter was not working properly and got a second catheter placed on her neck. The hp stated that her physician explained that the second catheter would stay in place until they are sure that the catheter in her abdomen is working properly. The hp did not recall any dates or the last fill volume on the date of this report. The hp did not recall details about this report and add'l info was not provided. The homechoice unit was requested for eval. The hp's nurse was contacted on 04/03/08 in order to obtain the hp's fill volume due to this info not being available during the original follow-up call. The fill volume was reported to be 2500 ml. The nurse also stated that the hp is doing well. No serious pt injury was indicated during this follow-up call.